Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found that one of the tubes on the rinse unit was cut/was leaking. He fixed the tube, which resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas 6000 c501 module. Patient 1: the initial na result was 616 mmol/l, and the repeated result was 131 mmol/l. Patient 2: on (B)(6) 2025, the initial na result was 252 mmol/l, and the repeated result was 137 mmol/l. The repeated results were obtained on another module.